Event description:
The handpiece was returned to the MFR for service, and during the eval the device continued to run on its own. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a run-on condition was found and then reported. Also, corrosion was identified in the device. Based on the investigation details, the likely cause was problems with the trigger and trigger spring, which were each replaced along with other components.